Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the physician attempted to reposition the right atrial lead. The sylet could not be inserted. The lead was removed and replaced successfully.